Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the event log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 1700ml and the total drain volume was 3451ml which meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed homechoice return instrument test / evaluation (rite) electrical and rite functional tests. The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the iipv found in the device logs was determined to be: insufficient drain- use error; tidal ultrafiltration removal set too low (0ml). A labeling review was performed and the labeling was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).